Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r. 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg is inoperable. It was also reported the pt has not used his scs system in approximately a year, as he has not been in much pain. Subsequently, the pt is requesting to have his scs system removed. Surgical intervention may be pending to address the issue.